Manufacturer narrative:
(B)(6). (B)(4). The primary cause for this event was the inadvertent switching of the device history record (DHR)/labeling pouches between the two totes of impacted lenses on an in-process storage rack. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of this report is being corrected to 2-jan-2013. Date received by manufacturer is being corrected to 2-jan-2013. Placeholder.

Manufacturer narrative:
Follow up from the physician: (recalled) intraocular lens (iol) was implanted on (B)(6) 2012. At the time of the implant, the patient was diagnosed with a retinal detachment and a cataract. On (B)(6) 2012 the physician indicated the healing process as ¿without any complications¿ but bad vision/wrong refraction. At another follow up visit on (B)(6) 2013 it is stated that the patient has to wear an eye patch for the last 3-4 weeks and is suffering from headaches and dizziness. The physician then received notification of the recall. The patient underwent a secondary procedure on (B)(6) 2013 where she received an ¿add on lens¿ (a secondary lens to compensate for the wrong refractive power of the first iol); this surgery was performed ambulant. On (B)(6) 2013 a third surgery was performed after which the patient was hospitalized until (B)(6) 2013. Indication for this surgery was a ¿tractive pve reaction inframacular and in the nasal periphery¿. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4): patient experienced pain due to retinal ablation accompanied by heavy impairment and visual adverse effects. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient underwent an implantation of an intraocular lens (iol) which is part of a product recall. Abbott issued the product recall due a diopter mix-up between two lots. The doctor stated that the patient experienced unexpected post-op refraction, which may result in a second surgery. No additional information regarding patient status was provided.